Event description:
The patient's vns implanting surgeon reported that their patient had a prophylactic generator replacement and their lead replaced due to a lead break that was visible during surgery. Prior to surgery high impedance was attained on a normal mode diagnostic test and no report of high impedance on a system diagnostic test. The patient did not have any fall or injury preceding their high impedance being noted. The explanted lead and generator are at the manufacturer pending completion of product analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.